Manufacturer narrative:
Product was not returned. Root cause is unk. The supplier was notified of the issue for further eval. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Beckman coulter employee reported a potential chemical hazard when two bottles of act 5diff wbc lyse reagent were leaking. The leak was minimal, with little fluid on the outside of the bottle when found by the beckman coulter warehouse employee. The worker was wearing work clothes and plastic gloves. There was no contact with the act 5diff wbc lyse reagent. There was no exposure to open lesions or mucous membranes. Medical attention was not required. No reports of death or serious injury, and no affect to worker safety as a result of this event.